Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a battery depleted and the ventilator generated an inoperable diagnostic message. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed software updates, calibrations and extended self-testing on the device and all tests passed.